Event description:
It was reported that the patient presented in clinic and the pacemaker could not be interrogated. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of no radiofrequency telemetry (rf) telemetry was confirmed.the device was above elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found battery depletion was premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.